Manufacturer narrative:
Facility indicated they were air drying the device which is contrary to the supplied cleaning and sterilization instructions. Upon evaluation, the returned device was found to be rusted.

Event description:
The facility reported that the scissor blade broke. There was no indication of impact to the pt.